Manufacturer narrative:
The hill-rom technician found the brake switch was disconnected. The brake switch is the source of the brake not set alarm. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Plug the bed into an appropriate power source and set the brakes to neutral. Make sure the alarm is heard. Set the brakes on the bed. Make sure the alarm stops sounding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the brake switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed had no brake not set alarm. The bed was located in the (B)(4) warehouse at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).